Manufacturer narrative:
(B) (4) implanted device remains.

Event description:
Per the audiologist, the patient was hospitalized (b) (6 2010 due to meningitis. The patient is reportedly doing well and the implanted device remains.